Manufacturer narrative:
The lens was returned. Visual inspection found both haptics bent. Functional testing could not be performed due to the damage. The cause of the damage cannot be determined. The lot history record was reviewed and there were no non-conformities or anomalies related to this complaint. Based on the information currently available a root cause could not be determined.

Event description:
It was reported that the lens was implanted and then explanted 10 weeks later due to unspecified iol implant complications. Another lens of the same model but different diopter power was implanted as replacement. Additional info has been requested but has not been received.

Manufacturer narrative:
Investigation of this event is in progress. A supplemental report will be submitted upon completion of the investigation.